Manufacturer narrative:
Evaluation summary: it was caused due to damage on the printed circuit board. Replaced the printed circuit board. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred before use. There was no report of patient harm. Black stripes in the image. With test pcb the image is ok.